Event description:
A nurse reported that during cataract surgery, there was a problem with the footswitch. The system was exchanged and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative cleaned and lubricated the footswitch. The system was then tested and met all product specifications. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause cannot be determined conclusively. (B)(4).